Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the presence of excessive solvent at the junction of the tube and the luer lock. The excessive solvent caused the luer lock to get stuck. The reported issue was verified. This was due to an assembly issue at the manufacturing plant. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was unable to be connected. This occurred during set up. There was no patient involvement. No additional information is available.